Event description:
On (B)(6) 2010, leica microsystems received a complaint from (B)(6) of oncology regarding poor tissue processing from a protocol(s) run on peloris tissue processor serial number (B)(4), which completed on (B)(6) 2010.

Manufacturer narrative:
The investigation of this event being conducted by leica microsystems is continuing.